Event description:
It was reported that during an unk procedure, the clip applier clamped down and the jaws remained closed. Able to remove from the tissue without patient consequence. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.